Manufacturer narrative:
Date sent to the FDA: 03/04/2011. (B)(4) - trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was used. The surgeon was not able to remove the blue trocar protector cap in a sterile field. There were no adverse pt consequences.